Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer complaining a blank display. The pump hasn¿t been dropped or bumped. No physical damage can be seen. Customer reported that he has already received a new battery cap but the problem persisted. Customer tried then with another new battery but the problem persisted. The insulin pump will not be returned for analysis.